Event description:
It was reported that during a cholecystectomy, air leaked. Another device was used to complete the case. There were no consequences to the pt.

Manufacturer narrative:
Date sent: 02/28/2008. Info anticipated, but unavailable at this time.